Event description:
The report received from the affiliate indicated that after closing the femoral artery with the exoseal device, there was a hematoma. The surgeon had to do a compressive bandage. There was a hemorrhage and the patient was transfused but it is unknown how many blood units he received. He was later transferred to the cardiology intensive care unit. He went home on (B)(6). Ten days later, he was reported to be fine when the complaint was reported. The device will not be returned for analysis. It was the physician's 12th time using the exoseal device. The vcd showed no visible signs of damage. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and an adequate bleed-back observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and the plug deployed. The vcd was removed with the sheath as a single unit. An angiographic picture of the access site is not available for review. Anticoagulation medication used during the procedure was arixtra. The device was discarded.

Manufacturer narrative:
The report received from the affiliate indicated that after closing the femoral artery with the exoseal device, there was a hematoma. A compressive bandage was applied. There was a hemorrhage and the patient was transfused but it is unknown how many blood units he received. He was later transferred to the cardiology intensive care unit and discharged home 10 days later. He was reported to be fine when the complaint was reported. The device will not be returned for analysis. It was the physician's 12th time using the exoseal device. The vcd showed no visible signs of damage. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. There was no resistance/friction experienced as the vcd was advanced through the sheath and the sheath locked properly against the cowling. An audible "click" was heard and an adequate bleed-back observed. Proper indication was observed in the indicator window. The plug deployment button fully depressed and the plug deployed. The vcd was removed with the sheath as a single unit. An angiographic picture of the access site is not available for review. Anticoagulation medication used during the procedure was arixtra. The device was discarded. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.